Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2401065, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Retained samples of the reported lot were used for additional evaluation. All products were inspected, no foreign matter or other contamination was observed within any of the products. Based on the available information, a root cause related to the manufacturing process cannot be identified at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Contaminated when did the incident occur? Unknown we have received a complaint from our pharmacy about the syringes with lot 2401065. It seems that 10-12 syringes in a box were heavily contaminated. The complaint came from xxxx at the pharmacy, who can be reached at xxxx.